Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead displayed high, out of range pacing impedances. A request for additional information has been made. As of today our records indicate that the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.